Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that the patient received the inappropriate therapy due to a right ventricular (rv) lead fracture. The rv lead exhibited oversensing, and a lead integrity alert (lia) was triggered due to sensing integrity counter (sic) and non-sustained ventricular tachycardia. The rv lead remains in use, as the patient deferred intervention. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient¿s rv lead was capped, and the ICD was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) experienced electromagnetic interference. The patient received inappropriate shocks, a lead integrity alert (lia) was triggered, and oversensing was seen on stored episodes. The ICD remains in use. No further patient complications have been reported as a result of this event.